Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ catheter needle sleeve fell off. This was discovered before use. The following information was provided by the initial reporter: on (B)(6) 2019, when the nurse gave the patient a needle, the needle sleeve fell off when the needle was opened, and the needle body was curved. Replace the new indwelling needle. No adverse effects were caused to the patient.

Manufacturer narrative:
H.6. Investigation summary: a lot number could not be connected to the device identified in the complaint, bd investigators could not conduct a device history review for this event. Additionally, a sample was not submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode.

Event description:
It was reported that unspecified bd¿ catheter needle sleeve fell off. This was discovered before use. The following information was provided by the initial reporter: on (B)(6) 2019, when the nurse gave the patient a needle, the needle sleeve fell off when the needle was opened, and the needle body was curved. Replace the new indwelling needle. No adverse effects were caused to the patient.